Event description:
Customer reported a heparin infusion of 25,000 units in 250ml was programmed to run at 10 ml/hr with a vtbi of 240ml. Approx 2 hrs later, the bag of heparin was discovered to be almost empty. The pump was checked and showed that only 18ml had run through. The setup was checked, there were no leaks and everything looked ok with the programming and setup. Pump was sequestered and sent to (B)(6). Profile was adult critical care. There was increased monitoring. The ptt was elevated for several hrs, but there was no harm to the pt. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer has stated that the affected product will not be returned at this time but has requested a log review. The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.